Manufacturer narrative:
According to the facility on (B)(6) 2025, the product was being used by an experienced nurse practitioner for urology who states that this "foley catheter could not be placed in a patient. Had to use alternative catheter". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on (B)(6) 2025, the product was being used by an experienced nurse practitioner for urology who states that this "foley catheter could not be placed in a patient."